Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the software to the current revision. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, the top display on an 840 ventilator was blank. The ventilator was not connected to a patient at the time the malfunction occurred.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.